Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to a previously submitted h6 health effect - impact code. H6 health effect - impact code has been updated to f27 problem identified during non-clinical procedure.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to an electrical/electronic component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope had no image. There was no patient involvement.